Event description:
It was reported by employee health services that many incident reports were received due to a needle stick after administration of heparin or insulin in a non-urgent inpatient setting. Health services spoke with employees about taking their time and being more careful, however some employees have reported that the syringes that are stocked are "flimsy" or "difficult to engage safety guard". The staff member reporting these issues recently started stocking the same syringes and noted similar difficulty and quality concerns while engaging the safety guard. Approximately 10 incident reports have been filed in the past year regarding this product. Two common lot numbers were noted, however, this does not encompass all 10 of the reported events. No products have been saved for failure analysis, but staff have been instructed to do so in the future.